Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display presented boxes that shifted to vertical lines, consistent with a screen malfunction, and a replacement device was provided while the user returned the original. Symptoms included no adverse physiological effects, and the user¿s blood glucose was reported at 92 mg/dl trending downward, with the user electing to consume candy before sleep. Outcomes included continued glycemic management with backup insulin therapy and no medical intervention or hospitalization. Investigation included review of user-provided photographs and confirmation of return logistics through carrier tracking and inspection of returned device. Investigation of this device revealed a device display failure attributable to the screen/display component, with no impact on insulin delivery or user safety. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display.